Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Rn was removing patient's r wrist IV for discharge and catheter was not attached to the IV. Tip not intact/in place- as if it had been snapped off or broken. Catheter not in IV dressing or tape. Charge rn notified-critical care float called- ultrasound done negative for foreign bodies. Hospitalist notified- x-ray of wrist completed. Also negative for foreign bodies.